Event description:
The iab was inserted into the pt on 12/5/1997 at 12:30 p.m. On 12/5/1997 at 9:00 p.m., the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned for evaluation. (Event complications: none from the event - reported 3/9/1998.) (Pt's current status: expired - rpt'd 3/9/1998.)